Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva maxzero tubing was defective or became damaged. They stated a nexiva 20g extension tubing collapsed during power injection. (B)(6) 2026 patient had to get a new IV placed and CT scan had to be re-run, no other patient harm reported.